Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) display was blank. There was no pt involvement.

Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The covidien customer svc engineer (cse) upgraded the software to the current revision. The unit passed all tests and calibrations and it was observed to be operating within manufacturing specifications. (B)(4).